Event description:
It was reported by facility (germany) that problems were experienced with the locking mechanism on three size 8 cfs, cuffless tracheostomy tubes. This was detected prior to use, during procedure set-up for a shceduled tracheostomy tube change. There was no direct pt involvement. The three 8cfs devices are available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the devices have not been received by the MFR.